Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A consumer called and reported he sees concentric rings around all lights at night following bilateral intraocular lens implant surgeries. Since his surgeries, he feels distance visual acuity is not as crisp as it should be, but he is able to read road signs. His optometrist has prescribed trifocal lenses in his glasses. His job is to measure wave lengths of laser beams and he feels the glasses help. Additional information has been requested from the implanting surgeon. Additional information has been requested from the implanting surgeon. MDR 1119421-2007-00054-od (right eye) MDR 1119421-2007-00056 - os (left eye).